Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 5.2, 4.1, 3.6, lab: 6.6. Testing was reported as performed simultaneously. Customer did not know the patient's therapeutic range. Customer alleged they observed discrepancies on three patients using one lot of strips on the same meter. Customer was able to provide information for only one patient.

Manufacturer narrative:
Investigation pending.